Manufacturer narrative:
This report is submitted on january 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to extrusion of the electrode array through the skinflap. The patient was reimplanted with another coclhear device on (B)(6) 2017.